Manufacturer narrative:
Continuation of d10: product ID 3708695, serial# (B)(6), implanted: (B)(6) 2024, product type extension. Product ID 3708695, serial# (B)(6), implanted: (B)(6) 2024, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the etiology was probably related to the device or therapy - extensions and not related to the implant procedure. Impedance variability sometimes absent; no other known potential contributing factors.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(6), ubd: 27-nov-2027, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(6), ubd: 24-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that plots 0-3 are on the right ventral intermediate nucleus (vim) and plots 8 to 11 are on the left vim. Device interrogation showed extension reversal. The etiology had a probable relation to the implant procedure - extensions. Reprogramming was performed. The issue was ongoing.